Event description:
Dealer called stating that the left side wheel axle on the trsx56fb manual wheelchair is allegedly welded incorrectly, causing the wheel to hit the bolt that mounts the arm. No injury alleged.